Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging tactile changes/unresponsive issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings: investigation completed with returned battery cap. The keypad cover is intact. All of the keypad buttons respond intermittently. The keypad cover was removed and contamination was found under all contacts. The display is dim/fading/reddish. The bolus button cover is torn and responds normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.